Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could reproduce the reported phenomenon. A failure of the power supply unit was confirmed. There was no damage to the outside and inside of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that the power supply was broken due to an accidental failure. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that there was no external and inside damage to the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user could not turn on the power of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.